Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire and the reported separation was confirmed. The reported difficulty to advance through a balloon catheter was unable to be confirmed due to the condition of the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the instructions for use (IFU) for the hi-torque guide wires for pta, ce/FDA, states: this hi-torque guide wire is intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal angioplasty (pta), in arteries such as the femoral, popliteal and infra-popliteal arteries. The guide wire may also be used with compatible stent devices during therapeutic procedures. The guide wire may also be used to reach and cross a target lesion, provide a pathway within the vessel structure, facilitate the substitution of one diagnostic or interventional device for another, and to distinguish the vasculature. In this case, the reported violation of the IFU used in the wrong anatomy did not caused or contribute to the reported complaint. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficult to advance through the balloon catheter and guide wire separations appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified internal shunt located in the antebrachium. A hi-torque command 14 guide wire (gw) crossed the lesion. A non-abbott balloon was advanced over the command gw however, it failed to cross due to resistance with the gw. The command gw was then removed. Once removed from the anatomy, it was noted that the gw had become separated about 20cm from the distal end (core). The separated portion remained in the anatomy but was ultimately retrieved via a snare device. Then a v-18 gw was used to successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.